Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/07/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the lens is cut and no further anomalies were found. The product is most likely damaged due to explant. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zxr00 (18.5 diopter) was performed as the lens was not a good fit for the patient. The replacement lens was a model zkb00 (19.0 diopter). No further information was provided.